Manufacturer narrative:
The device was returned to olympus for evaluation and the coating/cable was cut and the coupler was not secured. The investigation determined that the cause of the malfunctions were likely caused by component failure. It is unknown was caused the component to fail. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cable of the camera head was torn/adhesive was peeling and that the coupler unit was not secured. There was no patient involvement.